Event description:
While the doctor was using a kerrison intraoperatively, a piece of it broke off. The piece was recovered. There was no harm to the patient. The instrument was removed from the field and given to the materials coordinator.